Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 3.0mm abdominal aortic aneurysm. During the index procedure it was reported that the device slipped down during deployment after 4 rings were deployed. The physician attributed the cause for the event due to letting go the delivery system for only a moment and also due to the patient¿s tortuous iliac anatomy. At the end of the procedure the post angio did not identified an endoleak. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Correction: abdominal aortic aneurysm is 3cm not 3mm.

Event description:
Film review evaluation: review of a single still angio image at implant confirmed that the endurant bifurcate was positioned approximately 1 ¿ 1.5cm below the renal arteries. The neck flow lumen ID measured approximately 21mm (2d), and the neck was minimally angulated rt-lt. The limbs were crossed; the ipsi limb was positioned into the left iliac artery and the contra limb into the right iliac artery. The film was cut-off 2cm distal to the gate; the distal limbs and the reported tortuous iliac arteries could not be assessed. No clear endoleak or any stent graft issues could be seen. The cause of the inaccurate delivery could not be determined from this single still angio image. Images during delivery of the bifurcate were not available for return. This event may have been user related and anatomy related from the reported tortuous iliac arteries